Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was reported to be 350 mg/dl. The customer took a manual injection, as well as a bolus via the pump. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.